Manufacturer narrative:
The product and fiber were not returned for evaluation. Nozzles are 100% inspected internally and externally during the manufacturing process. The company devices receive an additional 100% microscopic inspection of the lens, barrel and nozzle when the product is assembled in the ce. Fibers are not acceptable per our release criteria. The indicated products share no correlation to manufacturing date and were manufactured over a period of four years. Information was provided that the non-company "surgical kit" used at the facility changed in (B)(6) 2023. The fiber events have occurred since the change. This would indicate the issue may be related to the surgical kit. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that blue fibers were remaining in the eye after implantation of iols occurred frequently. It was unknown whether the surgery was completed or not. The iol still remains in the patient's eye. Additional information received from the physician and stated that foreign material like fiber (lint) was confirmed at 6 o'clock direction in anterior chamber. The patients is under observation. There are seven medical device reports associated with this file. This report is associated with the 1 of 7 files.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A photo was provided of an eye. There was what appeared to be a narrow fiber at the 6 o'clock position. The nature and origin of the fiber cannot be determined from the photo. The manufacturer internal reference number is: (B)(4).